Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced uncomfortable/overstimulation with their scs system. Reportedly, reprogramming was attempted, however the issue persisted. Follow-up identified x-rays taken revealed migration of the cervical lead. As a result, surgical intervention was undertaken wherein the cervical lead was cut and the remaining implanted lumbar lead reprogrammed yielding adequate pain pattern coverage. The issue is resolved.